Event description:
Note: the date of event is unk. It was initially reported to boston scientific corp that an autotome rx sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, after advancing the tome to the papilla, the device orientation was found to be incorrect. The procedure was completed with another autotome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay. This event has been deemed a reportable event based on the investigation results; cut wire twisted.

Manufacturer narrative:
(B)(4) - (orientation). A visual examination of the returned device found that the working length and distal tip with exposed cut wire were twisted. Functionally, when the handle was activated, the device would bow past 90 degrees, which meets the bowing specification. However, the bow was not in plane due to the twisted tip. The condition of the returned incident device was consistent with the complaint that the device orientation was incorrect. During manufacturing, the tome devices are 100% inspected for working length integrity and cannulating orientation. Based upon the investigation, the most probable root cause is operational context since the twisted distal tip was likely due to handling/procedural factors. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).